Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was detected on the right ventricular (rv) lead and a lead integrity alert (lia) was triggered. The noise could not be recreated with isometrics or pocket manipulation. The physician believed the noise was caused by the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No noise was noted during the device replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.